Event description:
Baxter (B)(4) received a report that an intermate had a defective fill port cap; specifically, it was alleged that the cap could not be tightened and would keep turning. The device was filled with a solution of pamidronate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition was not confirmed. Visual examination of the sample showed no signs of physical abnormality on the fill port cap. A functional test was subsequently performed by removing the fill port cap and replacing it. The fill port cap was able to be tightened and did not keep on turning. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.